Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy procedure. When the handle was squeezed when firing on the bile duct and artery, it would not clip. This would happen about every 3rd or 4th count. The handle was squeezed again and it fired but it was crooked and it would not clip properly. It is unknown how the case was completed. There was no adverse consequence to the patient.